Event description:
Covidien received a report that this n65 pulse oximeter is missing segments. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
Covidien service center verified. The display is missing segments. The universal interface (ui) printed circuit board (pcb) was defective. Ui pcb was replaced and the unit passed all functional tests. (B)(4).